Manufacturer narrative:
The device was not returned and the lot number is unknown, a device analysis could not be completed. This is a report of a use error where the patient pulled on the luer transfer set causing it to disconnect from the patient adapter. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set disconnected from the adapter. This event occurred during drain five of five while the patient was connected. The technical service representative (tsr) helped the caller end therapy. The caller had clamped the patient line and they were taking the patient to a hospital as the patient pulled the transfer set apart. The use of manual supplies was discussed until the replacement homechoice machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.